Manufacturer narrative:
No medical records or medical images have been made available to the manufacturer. As the lot number for the device was not provided, a review of the device history records could not be performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the balloon had 20cc of sterilized water. When the device was exchanged the balloon was empty. There was no reported patient injury.

Event description:
It was reported that the balloon had 20cc of sterilized water. When the device was exchanged the balloon was empty. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: complete manufacturing review could not be conducted for the investigation as the lot number is unknown. Investigation summary: the sample returned for evaluation was one 20 fr tri-funnel replacement gastrostomy feeding tube. Visual, microscopic, and functional evaluations were performed of the physical sample. The sample was returned with a partial detachment of the balloon from the feeding tube. The manufacturing site performed an evaluation of the sample, as follows: per visual evaluation it was found that the component was not completely bond in one side of the balloon. During functional evaluation it was attempted to inflate the balloon with 20cc of a mix of tap water and blue methylene using a syringe and a water leak was found in one of the edges of the balloon. Therefore, the investigation is unconfirmed for deflation, cause unknown and confirmed for balloon bond leak. The investigation indicates that the root cause is balloon bond leak, which is manufacturing related. Labeling review: a review of the product instructions for use (IFU) procedural instructions, indications, warnings, precautions, possible complications and contraindications showed that the product labeling is adequate.